Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that there were no issues with the device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted and replaced due to an unspecified malfunction. The patient was stable.